Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed, the top cover, encoder cover and motor cover were noted to be damaged. Autopulse 1.1 is a reusable device and was manufactured before january, 2010 and repaired in 2012. The damage found is characteristic of normal wear and tear for the life of the device. The archive review was performed, and system error 136 - internal parameter corrupted was observed on (B)(4) 2016. This observation is unrelated to the reported complaint. The functional testing could not be performed as system error 136 was observed upon powering on the device. In summary customers reported complaint of physical damage to the autopulse cover was confirmed. The root cause for the reported complaint is normal wear and tear with use of device. The root cause for the observed system error could not be determined. The autopulse will be scrapped.

Event description:
It was reported that autopulse platform cover is damaged. No other failures were reported. During investigation of this device, user advisory(ua) 136 (internal parameter corrupted) was noticed in archive review of the data.